Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a distal radius fracture procedure, the screw would not lock. The surgeon chose variable angle (va) mode. The surgeon inserted the va locking screws in a positioning hole after drilling. Reportedly the surgeon could not lock the va locking screw in the distal row second ulna hole. He stopped inserting screw close to penetration. He planed this screw rested in patient body. It was reported he had a problem with the screw due to length. The surgeon then changed and inserted other new screw. The new screw could be locked in this hole. He chose va mode, he used torque limiter, 0.8nm, in lock. This is 2 of 2 repots for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.